Manufacturer narrative:
(B)(4). Initial report sent 08/19/2015

Event description:
Procedure type: esophagectomy/gastric tube. According to the reporter: while performing an intrathoracic anastomosis, it was evident that the esophagus for this patient was thick and extended to 4.5cm.; the mucous membrane from the anastomosis was protruded. The surgeon stopped the anastomosis, and resected the esophagus and tried to perform hemi-double stapling method. The anvil was bent. To correct the issue, an eea31 was used to complete the procedure without further incident. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. Patient status: stable.